Event description:
It was reported that intra-operatively, during a generator changeout, the physician noticed that both the existing right ventricular (rv) and atrial leads had outer insulation damage. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.